Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision approximately nine months post-implantation due to instability. The tibial insert was removed and replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 7 catalog#: 42500606201 lot#: 64540780; natural tibia cemented 5 degree stemmed left size e catalog#: 42532007101 lot#: 64369266; all poly patella cemented 38 mm diameter catalog#: 42540000038 lot#: 64545013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is being considered for a poly swap approximately ten months post-implantation. No revision procedure has been reported. Attempts have been made and no further information has been provided.